Event description:
(B)(6) / where and when was product purchased: the product was purchased on amazon. Timing of events and what happened: I used this device at home seeking relief for cervical discomfort. Shortly after pumping it to the required pressure, the device suffered an internal pneumatic leak. The system failed to hold air, causing a sudden and unexpected drop in traction force. Instead of relieving my symptoms, this abrupt failure caused an immediate strain on my neck, severely worsening my existing cervical pain. The pain persisted after I stopped using the device. Product labeling concerns & current status: following this adverse event, I attempted to contact the manufacturer to report the defect. However, I discovered that the physical device and its packaging completely lack any regulatory specification labels, lot/batch numbers, UDI (unique device identifier), or any manufacturer contact information. Due to this total absence of basic product labeling, I have no way to report this safety issue directly to the company. This lack of traceability for a defective, injury-causing device is highly concerning. Please note that because the device was completely unusable, caused further injury, and was taking up unnecessary space, I have already disposed of it. Additional product details: the comfortrac cervical 3.0 (amazon) leaks air shortly after applying pressure. This sudden loss of traction force severely worsened my cervical discomfort instead of relieving it. Alarmingly, the device and packaging completely lack any regulatory labels, lot numbers, UDI, or manufacturer contact information. Due to this absence of basic labeling, I have no way to report this adverse event to the company directly. This untraceable, defective device poses a serious safety hazard.